Manufacturer narrative:
D4: corrected the serial number and catalog number.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the asae was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage b, with a history of coronary artery disease. During the procedure, the physician placed the impella using standard technique, with the exception that an 18-gauge needle was not used for access. The femoral access site appeared satisfactory, and no immediate vascular complications were noted. The patient experienced blood loss during placement of the impella¿cp and manta closure, and the physician ordered transfusion of one unit of blood during the procedure. The patient remained stable thereafter and survived to explant. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.